Event description:
Related MFR number: 3004936110-2021-00574. The unit was sparking from the power cord, so it was unplugged from the patient electronic system. The sparking was noted near the power adapter, but the unit was able to turn on as normal. The system would be replaced.

Manufacturer narrative:
An i3 patient electronic system was received with power accessories including the power supply. Visual inspection of the unit revealed considerable damage to the power supply cable, with exposed and cut wires. Based on the visual inspection the cause of the reported incident is physical damage to the power supply. Review of the device history record was not possible as the lot number is unknown.